Event description:
It was reported that this lead was an attempted implant due to an unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).